Event description:
An optometrist reported that a pt who underwent bilateral lasik, was diagnosed with trace dlk (diffuse lamellar keratitis), in both eyes, on the first day post-op. The pt reported hazy vision at distance. The pt had a monovision treatment plan; the right eye was corrected for distance, and the left eye was corrected for near. The steroid drops were increased, and at the one week post-op visit, the dlk has resolved and the uncorrected va was 20/20. This report concerns the pt's right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).